Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm plates were contaminated. The following information was provided by the initial reporter that 29 of our last box of these 2 plates were contaminated. No patient impact was reported.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on recent complaint 5673576 against columbia agar with 5% sheep blood, catalog number 254071, lot number 2159276 event description: the customer reported plates to be contaminated. Complaint history review: complaint history was reviewed and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected return samples were not provided however picture sample was shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented by 100%. However several cross-functional teams are conducting extensive investigation to reduce further the occurrence for such contaminations. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Bd will continue to monitor incoming complaints for similar defect types. H3 other text : see h.10.

Event description:
It was reported that while using plate columbia ag 5prct sb 90mm plates were contaminated. The following information was provided by the initial reporter that 29 of our last box of these 2 plates were contaminated. No patient impact was reported.